Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Review of quality records.

Event description:
It was reported that the patient experienced feeling nausea, fever and chest pain. On (B)(6) 2011 the pocket was opened and pus was removed. The patient developed an infection. The lead was explanted and replaced.